Event description:
It was reported that the pneumatic hose of the device burst during a craniotomy procedure. As a result, there was a delay of 10 minutes in the procedure as the surgery was completed with a backup device.

Manufacturer narrative:
During visual inspection, it was confirmed the pneumatic hose was ruptured. Corrective actions have been taken to address the issue of worn pneumatic motor hoses. However, this device was manufactured before the corrective actions were implemented.